Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached around 700 mg/dl while wearing the pod longer than 48 hours. The patient also reported receiving multiple automated delivery restriction alerts which they reportedly continued to ignore while their blood glucose levels continued to rise. Symptoms reported include hyperglycemia, vomiting, difficulty moving, sweating, and was reportedly "about to slip into a coma". The patient was treated several intravenous fluids, manual insulin injections and other medications that the patient could not recall. The patient reported the pod was removed at the hospital. The patient was discharged after approximately 4 days on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.